Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 500 mg/dl. Customer administered a bolus to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.